Manufacturer narrative:
Correction to block b5: edit made to description of event or problem correction to block h10: additional suspect medical device components. Update to block h6: evaluation conclusion codes. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6) batch: (B)(6).

Event description:
It was reported that the patient underwent a revision procedure to reposition two leads that migrated and caused the patient discomfort and pain in the stomach. Following the procedure the patient was noted to be doing well.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 7070861. Product family: scs-linear leads: upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 7071994. Product family: scs-linear leads: upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 7072157.

Event description:
It was reported that the patient underwent a revision procedure to reposition the leads that had migrated and caused patient to experience pain and discomfort. The patient was noted to be doing well following the procedure.